Event description:
Caller reported a temperature alarm 11 with a blood glucose level of 300 mg/dl. Customer attempted to address the high blood glucose level by administering insulin from the pump without requiring third-party assistance. Tandem technical support decided to send a replacement pump and charging supplies through an RMA process, and customer agreed to use multiple daily injections (mdi) as a backup therapy. Customer was informed about the need to complete training before using the replacement pump, and they acknowledged understanding. Instructions were provided to return the problematic pump within 10 days using a ups return box.